Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. Patient reported that they had a battery replacement because they had an issue with the device. Patient stated that they had the non-rechargeable device replaced with the rechargeable because the non-rechargeable battery just went out and the battery going out was not planned. No further patient complications were reported/ anticipated as a result of this event.